Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 420 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer reported that the insulin pump had no delivery alarm. The customer declined to troubleshooting high blood glucose level and stated that they felt sick that he thought the insulin pump was fine. Customer reported that the insulin was leaked inside the chamber. The insulin pump was not returned for analysis.